Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was off the track. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. The field service engineer removed the back panel and observed that the bearing cage had been completely bent, which was preventing the drawer from closing. The fse removed the drawer, replaced the universal rail, reassembled the drawer, inserted it back into the machine, connected the bus cable, powered the station up, and tested the drawer using the hardware testing application, resulting in the customer recovering the storage space. The system functioned as intended after the field service engineer repaired the device.